Event description:
It was reported that information was received from a patient(pt) regarding an external device. The reason for call was patient stopped using the therapy probably a year or so after it was put in, maybe even less. Patient said it was not working/not helping the pain since implanted so they stopped using it. Pt also reported the implant was put in deeper and it was always hard to find it. In (B)(6) 2022 patient had to have a lumbar MRI and had to recharge the battery. Patient needs another MRI and forgot how to get the machine going. On the call pt used the controller and got memory problem. Assisted with charging the controller. Instructed patient to charge the controller. Patient confirmed the light was blinking. Called pt back and instructed pt to plug in the recharger. At first it showed low battery message. Then it showed no device found. Instructed pt to go through passive recharge mode. Pt will continue on their own. Pt was stressed out. Pt then called back stating nothing happened. It was stuck on checking the recharge quality. Pt called the rep twice and they had not returned the call. Had pt reset the controller and pt got no device found again. Passive recharge mode (prm) numbers were in the 40s. Pt mentioned the first implant was removed like 6 months after implant and was put on the right side.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.